Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was due to use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The technical service representative (tsr) assisted the caregiver(cg) to cycle power. The tsr advised the cg to start over with new supplies. The cg was contacted on (B)(6) 2011. The cg clarified that the cause of the alarm was because they had accidentally left the clamp open on the third line. The cg stated this was an isolated event. The cg stated that the home patient did not develop any adverse reactions or require any medical intervention. The cg also stated the home patient is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.